Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned devices. Visual inspection confirmed that the flanges were skewed and broken. Since the clinical trocar was not received, a pmv representative trocar was used for all functional testing. Functionally, the representative trocar passed through the port with no binding. The actuator knob was actuated and the flanges deployed at an angle; the distal end of the port rotated with the knob causing the flanges to disengage. Engineering observed that upon rotation of the actuator knob, fingers that are not yet broken are twisted and plastic tube rotates inside the unit along with the actuator knob. The investigation revealed that the reported condition could not have originated during or prior to the sima assembly process. All 5.5mm short secondary port products are submitted to 100% visual and functional tests where the failure mode reported can be detected. However, further evaluation determined that if the units are exposed to higher limits of gamma irradiation this could influence with the weakness of the anchor tabs and during the use of the devices, they eventually could cede and break. Subsequently, the complaint data did display an increased trend. A manufacturing enhancement has been generated to address the higher limits of gamma irradiation. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned devices. The spiked trocars were received. The circular seals were intact. The envelope seals were intact. Visual examination of each devices noted the anchor tabs were broken. The investigation has concluded that the anchor tabs will not break when the device is used in accordance with the IFU (instructions for use). However, the anchor tabs have been noted to break if the user attempts to insert or remove the port with the anchor tabs in the open or partially open position. This is concluded to be a user error. As a preventive measure to decrease the incidence of the tabs breaking if the user exposed the device to penetration and fixation forces with the anchor tabs inappropriately in the open position, the method of sterilization for this device was changed from gamma radiation to an ethylene oxide process. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture the file will be closed a user error. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
Procedure type: hernia. According to the reporter: at the moment of testing the fixing umbrella, we realize that blades of that part of the device are broken. We try to use other device of the same product (pediport) and it has the same condition. The products were not delivered to the surgeon because they are not suitable for using in procedure.